Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is capsular contracture baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV", deformity, and pain. The device has been explanted.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV", deformity, and pain. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: capsular contracture: unable to observe as it is a medical event that is not related to the device. Additional observations: an opening on anterior side assessed as surgical damage.

Event description:
Healthcare professional reported right side "capsular contracture baker grade IV", deformity, and pain. The device has been explanted.